Manufacturer narrative:
Unit passed the sleep current measurement, active current measurement and displacement test. No low battery alarms or unexpected battery power loss noted during testing. Unit functioning properly. Software error detected alarm noted in formatted history file. Problem isolated to electronic assembly.

Event description:
The customer reported via phone call that her insulin pump had unexpected power loss and received a software error. The customer's blood glucose level was unknown at the time of the incident. The customer also reported that the battery life was diminished. She was assisted in troubleshooting. The insulin pump will be returned for analysis.